Event description:
It was reported that during a peripheral stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was 90% stenotic and located in the non-tortuous right subclavian vein. The lesion was successfully treated with a wallstent rp 10-39mm, which was post-dilated with this balloon without difficulties. The physician felt no resistance during balloon withdrawal, but the device fractured between the balloon and the shaft during removal through the 6fr/3cm sheath. The balloon and sheath were removed as a unit, without difficulty. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good."